Manufacturer narrative:
This case is found duplicate of pr 1030189 as per investigator¿s confirmation. Thus please refer to emdr report(MFR report number: 3030677-2021-12461) for further details.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device has plate failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.